Event description:
It was reported that patient underwent total knee revision arthroplasty on (B)(6), 2008. Subsequently, patient has a loosening of the implant due to the disease of the patient has causing bone resorption. No revision has been scheduled to date.

Event description:
It was reported that patient underwent a knee revision procedure on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2012, due to loosening brought on by a disease causing bone resorption.

Manufacturer narrative:
This follow-up report is being filed to relay the event / explant date, which had not occurred at the time the initial medwatch was sent.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."